Event description:
The physician treated a lesion in the lad which was reported to be non-tortuous and not calcified. The lesion was pre-dilated with a falcon balloon, a resolute integrity drug eluting stent was implanted without any reported issue and the lesion was post dilated with an nc euphora balloon. No stenosis remaining post procedure. No other stents at the site. Post procedure the patient was placed on dual anti platelet therapy (dapt). During the first month post the procedure dapt was stopped for 2-3 days due to duodenal (gastric) bleeding. Post bypass surgery of duodenal malignancy a suspected stent thrombosis occurred while the patient was in the intensive care unit. The patient expired half an hour later. Cause of death not certain, autopsy results not released to date. Patient suffered a deep vein thrombosis in arm while in hospital.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage, thrombosis, death). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage, thrombosis, death). (B)(4).

Event description:
The patient was not on dual anti platelet therapy (dapt) before the procedure. An angiogram confirmed a lmca distal 80% lesion, lad 98% ostial lesion, moderate caliber vessel. The physician treated the left main/lad.an attempt was made to pre dilate the lesion with a balloon, however the balloon could not cross the lesion.four days post procedure the patient developed left arm deep vein thrombosis